Event description:
It was reported by the patient's mother that the patient experienced hyperglycemia and an infection at the pod infusion site (upper left thigh). The patient's blood glucose levels reached 22.6 mmol/l (407 mg/dl), while wearing the pod between 49 and 71 hours. Due to the persistently elevated blood glucose levels, the patient's pediatrician was consulted by phone and advise immediate pod removal and administration of supplemental insulin. Upon pod removal, pus was observed discharging from the infusion site, and the patient reportedly fainted due to pain. The infusion site was described as a 2 cm x 5 cm dark red, swollen infection with an approximate depth of 2 mm. Medical attention was subsequently sought on (B)(6) 2026 due to the infection at the out-of-hours gp clinic at (B)(6) hospital. The patient was diagnosed with an infection at the pod site and was prescribed antibiotic treatment. The medical visit lasted approximately 1 hour and 20 minutes, including waiting time. The pod was not worn during the medical evaluation as it had been removed earlier on the advice of the pediatrician. A new pod was subsequently applied successfully.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.